Event description:
It was reported that the patient underwent a posterior-approach lumbar spine fusion at l4-l5 using rhbmp-2/acs. It is further reported that later imaging studies showed uncontrolled bone growth resulting in nerve compression near where the rhbmp-2/acs was implanted. It is reported that the patient currently suffers from chronic pain, radiculitis, emotional distress and mental anguish.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010: patient who had a longstanding history of low back pain, got admitted with pre-operative diagnosis: l4-l5 degenerative spondylolisthesis. The patient underwent the following procedures: l4-l5 transforaminal lumbar interbody fusion. L4-l5 posterolateral fusion. L4-l5 posterolateral instrumentation. Placement of allograft and rhbmp-2 for fusion. Use of operating microscope. Per op-notes: "a 12 mm spacer had appropriate fit and thus a 12x22 mm cage was filled with rhbmp-2. Rhbmp-2 and bone graft matrix were placed anteriorly and followed by the cage...the neurological elements were protested from rhbmp-2 during placement and the cage was followed with tisseel...bone graft matrix with rhbmp-2 was placed for fusion...there were no intra-operative complications."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.